Manufacturer narrative:
The patient is using the device. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that a patient had acquired an infection. The patient was provided IV antibiotics and had recovered with no sequelae. Multiple attempts were made to obtain physician's assessment on the cause of the infection but was unsuccessful. Recent follow up indicated that the patient was using therapy and reported effective pain relief.